Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose level was 255 mg/dl at the time of the incident. Customer stated they did hear beep when audio volume were saved and very from 1 to 5. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronic assembly. Unable to confirm audio/vibrate anomaly due to blank display.